Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Visual inspection found surface rust on the gearbox. The usm was tested on an in-house system in normal mode with no triggered error appeared on start-up, but the instruments test could not be performed because the carriage did not recognize the sterile adapter. The reported issue was confirmed based on the failure analysis testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the universal surgical manipulator (usm) 4 would not recognize the instrument. The customer replaced the drape and swapped instruments, but the issue persisted. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the procedure was completed robotically with 3 arms. Usm 4 was abandoned. There was no injury to the patient.